Event description:
Drager v500 ventilator the manifold (ref: (B)(4)) on the disposable rfid expiratory valve has manufacture defect, causes machine to fail device check. In this instance appears to be part of lot number 34281263. Trouble reported to clinical engineering (B)(6) 2018, multiple expiratory valve where replaced, trouble persisted until different lot number was used (34281510) until passed device check with no further issues.